Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1133 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that at the end of the device placement procedure, when it was being tested for flow and reflow, 0.9% saline solution was infused using a 10ml syringe, it was observed that the catheter was leaking due to a hole in it. It was stated the PICC with leakage was removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the end of the device placement procedure, when it was being tested for flow and reflow, 0.9% saline solution was infused using a 10ml syringe, it was observed that the catheter was leaking due to a hole in it. It was stated the PICC with leakage was removed and replaced. Additional information received: reported hole was at the 2cm mark.